Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. No lesion or anatomy details were provided. The physician introduced the 2.75 x 32mm taxus liberte drug-eluting stent delivery system (sds) into the unspecified guide catheter, noting slight resistance. The physician was not able to visualize the taxus liberte drug-eluting stent delivery system (sds)exiting the guide catheter on angiogram, and therefore removed the sds. The sds catheter was found to be broken in half. The sds catheter was easily removed from the guide catheter. The procedure was completed with another of the same devices. No patient complications were reported. No further information is available.

Manufacturer narrative:
Following device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned in two sections as a result of a break in the hypotube. A shaft hypotube break was measured approximately 29.8cm distal from the strain relief. Central stent damage was noted. Some struts were slightly flattened. This type of damage is consistent with the device encountering some form of restriction. The guide catheter was not returned for analysis and therefore, no evaluation could be performed in order to determine if the guide catheter could have potentially contributed to the complaint incident. A device history records review showed no anomalies related to the complaint. The most probable root cause is operational context as the complaint is associated with a product that meets the bsc (boston scientific corporation) design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited.